Manufacturer narrative:
D9 / h3 updated to indicate device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any further information is provided, the complaint report will be updated.

Event description:
It was reported the 4.3 mm drill broke; the broken drill tip was removed by an arthroscope.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported the 4.3 mm drill broke; the broken drill tip was removed by an arthroscope.